Manufacturer narrative:
The reliability analysis inspected 5 opened and or used enlite sensors and performed visual inspection and found 3 of 5 sensors with broken cannula and 2 of 3 cannulas still attached to tubing. Unable to confirm customer received sensor in said condition due to customer returned opened and or used. Two remaining sensors performed bicarbonate buffer test. The sensors passed per spec with accurate readings.

Event description:
The customer reported via phone call of issues with their sensors. The customer states they have received sensor errors and have had a needle bend during insertion. The customer states the sensor keeps restarting. The customer's blood glucose level at the time of incident was 241mg/dl. The customer's most current level was 89mg/dl. Troubleshoot was conducted. The customer was advised the sensors would be replaced and returned.